Manufacturer narrative:
On (B)(6) 2020, information became available, patient experienced bilateral breast pain, granuloma and right sided rupture post procedure. Reason for device explant and/or reoperation: breast pain, granuloma and rupture manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
After review of file, it was determined that patient experienced left side hematoma post procedure. Clinicians assessment: it was reported that a 57-year-old female patient who underwent breast implant surgery with mentor medical devices (sx mpp gel 450cc, date of implant (B)(6)2016) has experienced breast implant rupture on the left side and a suspected on an implant rupture on the right side confirmed by CT and complicated with breast pain. It was also reported that the patient experienced granuloma confirmed by CT. As a result, breast implants were removed on (B)(6)2020, it was also reported that during surgery a large amount of free silicone as well as old hematoma was evacuated on the left side. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent breast augmentation revision surgery with two 450cc mentor memorygel breast implants experienced left sided capsular contracture baker grade baker grade ii, rupture and right sided anisomastia post procedure. As a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.